Event description:
The customer reported that during a lung stereotactic treatment, the couch position data from a previous pt had not cleared when the "new" pt was loaded. The day of the event, the user was performing training in preparation for a change in their clinical protocol. On completing the treatment of a pt, a cone beam CT scan (cbct) was taken in order to train a staff member on how to position pts using that technique. The couch shifts calculated were not applied. The user then proceeded to close out that plan and open the next pt for treatment using the 4d treatment console (4ditc). The next pt was positioned manually, and the treatment field was moded up. The user was alerted by the pt that the couch was moving. The user reports that movement was to the position calculated in the incomplete cbct positioning process for the previous patient. There was no injury to the pt. No other pt data was provided.

Manufacturer narrative:
The allegation has been confirmed. In this case, it appears that a shift calculated using the cbct function, but not applied, will not be automatically cleared when the next pt plan is loaded. If that pt does not have a shift calculated, then the shift from the previous patient could be applied in error. If the shift error is not detected, treatment to the incorrect location could occur. The customer has been advised to clear the 4d treatment console (using f1) after each pt, to ensure that any unused data from a previous pt is cleared from the system. Although, there was no reported injury in this case, the available info suggest a malfunction in the device. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.